Manufacturer narrative:
There were no alarms on the last calibration occurring on (B)(6) 2020. Calibration signals were lower than expected. Quality control results were outside of range. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. The sample initially resulted with an hcg+beta value of 526.5 miu/ml accompanied by a data flag. This value was reported outside of the laboratory to the physician, who doubted the result. The sample was repeated on 08-oct-2020, resulting with a value of 6.24 miu/ml accompanied by a data flag. The sample was repeated a second time on 08-oct-2020, resulting with a value of 1380 miu/ml accompanied by a data flag. The hcg+beta reagent lot number was 454060. The reagent expiration date was requested, but not provided.